Event description:
The customer performed a fasting blood glucose test and received a result of 469mg/dl. The customer dosed insulin based on reading using a sliding scale. 1 1/2 - 2 hours later the customer passed out at work. The customer was given sugar and went to the doctors office. No controls were in use and the device was not coded correctly. A request was made for the return of the suspect device and replacement product was sent.